Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician pulled the first mesh leg through the sacrospinous ligament, the dilator bunched and the lead suture snapped. Then, when the physician removed the needle from the capio device outside the patient, the lead suture detached one inch down inside the dilator tube. The uphold mesh assembly was removed from the patient, and a second uphold vaginal support system was used to complete the procedure. There were no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(6).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.